Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The received device originally failed to connect to the master pdm during the download process. The device was connected to a power supply delivering 3 volts to the device and given an 80 hour reset. After the 80 hour reset, the pod was able to connect to the master pdm, however the pod would timeout after pairing to the pdm and could not obtain the download data. The batteries of the device were tested and measured the correct voltage output. Inspection of the pcb board found no damages or deficiencies that would cause the device to not retrieve the download data. The exact cause of the partial/all data loss could not be determined.